Event description:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as sterility was not compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted (B)(4). Concomitant medical products: item # 51-145130/ tprlc xr mp t1 pps / lot # 3037507. Item# 51-104110/ tprlc 133 t1 pps ho/ lot # 2765006. Item # 51-107090/ tprlc 133 mp pps/lot # 6156118. Item# 51-104110/tprlc 133 t1 pps ho/ lot# 2811472. Item # 51-102040/ tprlc xr fp type1 pps/ lot # 2948196. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02512, 0001825034-2020-02513, 0001825034-2020-02514, 0001825034-2020-02516, 0001825034-2020-02518.

Event description:
It was reported that the during circulation of product, debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.